Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 05/28/2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for eg7+ lot n20049.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected discrepant potassium result of 2.9 on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, date: unk, collected: 07:55am, tested: unk, result: 2.9mmol/l. Lab, unk, 07:55am, 08:07am, 4.3mmol/l. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.